Event description:
911 had to be called for assistance due to customer having low blood sugar levels. It was indicated that the customer had eaten pizza and their blood sugar level was high. The customer stated that they gave too much insulin when they treated for their food and hbg. It was reported that the custsomer ate to treat lbg.